Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a malfunction alarm. Reportedly, the customer attempted to turn on the pump screen by pressing the wake button and then the pump declared an undefined malfunction. Additionally, the customer was experiencing high blood glucose (bg) level (499 mg/dl) due to missing a bolus for dinner. The customer had administered a bolus to manage bg level. It was indicated that the customer would use manual injections available as insulin therapy